Manufacturer narrative:
Date of event: unknown. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 3rd related complaint for clog on lot # 8205674. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320122, batch no. 8205674. It was reported that there is no insulin flow during injection. Verbatim: consumer reported no insulin flow during injection. Does not prime before use. No injury to report. New to nano pen needles. He was switched to nano on (B)(6) 2019. He injects 5 times per day. Stated had incident this morning where insulin would not flow during his injection, so he had to use a second pen needle, it worked. Stated it happened many times before today, (no flow) but could not provide specific occurrence dates for those times. Lot: 8205674, item: 320122, expiration date: 2023-08-31, occurrence date: (B)(6) 2019. Discarded samples. "Many times before" with same lot.